Event description:
It was reported the display was damaged. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the initial report. It was noted that the liquid crystal display (lcd) lens was broken, the upper case, battery release, battery drawer and battery drawer o-ring were contaminated, the lower case was broken, one side bail cover and side bail were missing and one side bail cover was broken, the ring cover and ring bail were missing, the lead flex cover was corroded and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.